Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/15/2016. Device returned to manufacturer - yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection using a 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) the cartridge tube, tip, and loading zone. The cartridge's tip was observed deformed and cracked. No debris/particles inside the cartridge or at any sections of the unit was observed. One cotton stick was also returned inside of a specimen container. A small and brown loose particle was observed at one side of the cotton stick. The debris was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the debris was consistent with a cellulosic material (i.e. Cotton, rayon, lint, cardboard, wood). This debris/particulate could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that while delivering the intraocular lens (iol) into the eye, he noticed a fragment that came from the cartridge. The fragment was retrieved from the eye. There was no injury or impact on the patient. The procedure was delayed by a few minutes. No additional information was provided to abbott medical optics.